Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. There was no permanent patient harm or injury. According to the reporter of the event, the ventilator was alarming for low inspiratory pressure and a leak could be heard from the exhalation valve. The patient was manually ventilated and placed on a different device. The ventilator was returned to the manufacturer for evaluation and the complaint was confirmed. The device's active exhalation control module was replaced to address the issue.